Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's pc board connector.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG and spo2 monitoring. No pt injury was reported.